Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) display was damaged. There was no patient involvement. The fse evaluated the unit and replaced the display (0160-00-0127) after seeing it was nonfunctional. System also exhibiting autofill failure. The fse replaced the safety disk (0202-00-0140), this corrected sd membrane leak issue. Fse also found drive regulator calibration out of range. Performed full system calibration, including drive regulator calibration, this corrected issue. Device passed all functional and safety tests according to factory specifications.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (conclusions). The fse evaluated the unit and replaced safety disk due to leak test failing, which corrected sd membrane leak issue and the display after seeing it was nonfunctional. Fse also found drive regulator calibration out of range. Performed full system calibration, including drive regulator calibration, this corrected issue. Also, o-ring replaced as it was due for replacement and batteries due to being expired . Device passed all functional and safety tests according to factory specifications. The defective components were received for further investigation. Please refer to the root cause evaluation field for details the following was performed by (B)(4), technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 22 oct 2024. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0127 sn: (B)(6) top display this part was received with a reported unit failure message of display damaged. Performed visual inspection of this part received and part looks to be in good condition. Installed top display into the cardiosave test fixture sn (B)(6)and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure message of display damaged. The fat dept. Saw display blinkering with multiple colors. Please see attached picture. Top display failed testing. Retaining top display in the fat dept. Per procedure 0002-07-d008 rev ar. Per sme- based on the information in the complaint, the most likely root cause is normal wear of the display lcd. No evidence of excessive force was seen. In addition, the root cause of the autofill failures was drive regulator incorrect output due to calibration drift. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received part with a reported unit failure of membrane leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Membrane test failed with a differential pressure of 11. Confirmed the failure but no root cause defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. Based on the reported the most probable root cause is component reliability.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2.d9.

Manufacturer narrative:
Corrected data: b5, h6 (problem code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use and during inspection, the cardiosave intra-aortic balloon pump (iabp) unit's display is damaged shows that an autofill failure occurred. There was no patient involvement.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit's display is damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.